Event description:
Revision surgery - the patient has had multiple surgeries due to instability. However, this is first djo surgical revision. The surgeon converted from a total shoulder to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for the revision surgery was identified by the surgeon as shoulder instability four months after the prior operation. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery, other than shoulder instability. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Three devices were returned to djo surgical for examination. The returned explants were viewed with a 5x magnifier and measured with a caliper. A number of surface marks on the returned devices were most likely due to the extraction process. These include gouges and cuts on the pegged glenoid and scraped surfaces on the morse taper and proximal end of the stem below the flange. A review of the device history records showed one non-conforming material report for the humeral stem. Three items from one lot of (B)(4) were returned to the supplier for morse taper discrepancies and dings. No products with discrepancies were accepted into finished goods. A review of the product complaint report history shows there have been prior complaints for all three part numbers (foundation humeral stem part number (B)(4), a humeral head part number (B)(4), and a pegged glenoid part number (B)(4)), no defects were significant enough to involve a problem causing the need for a revision surgery in this case. There were 21 complaints against the humeral stem, seven complaints against the identical pegged glenoid, and five complaints for the same humeral head. The root cause for the revision surgery was most likely due to problems related to patient anatomy, deficient bone structure, inadequate rotator cuff function, improper soft tissue, or other medical issues. There are no indications of a product or process issue affecting implant safety or effectiveness.